Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The blade was used after the recall notification. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit did not cut properly. It only cuts on outside of unit, leaves spaces throughout the middle. There was no patient harm or injury. There was no surgical delay. There was no surgical/medical intervention. The taken graft was damaged however an additional graft was not required to complete the surgery. Another device was not used to finish surgery. During device evaluation, it was discovered that the cutter may have contributed to the reported event. Due diligence is complete, no further information is available.